Manufacturer narrative:
Continuation of concomitant products: pb1018 transcatheter valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue noted with the right atrial (ra) lead. The lead was reprogrammed and was later capped and replaced during a routine device replacement procedure. During the replacement procedure, it was noted that the issues were likely due to a device header issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.